Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer does not adequately utilize maj-1888 for forceps cleaning. The customer answered the following questions: - were there any effect from other products/ reprocessing accessories/ aer(automated endoscope reprocessors)/ewd(endoscope washer disinfector) involved on the event? No. - what was the foreign material? Not identifiable. - does the user inspect the device for any abnormalities before using it? Yes, in routine. - has this device been used on a patient with foreign material? Unknown. - does the customer follow reprocessing steps as per instructions for use? Yes. - was the start of precleaning delayed after the procedure? Unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to the user deviating from reprocessing in the instructions for use. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the events. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Event description:
During a routine inspection of a customer-returned loaner asset, the evis exera ii duodenovideoscope was discovered to have foreign material on the forceps elevator. The foreign substance on the elevator was unknown and had a yellowish/brown color that was due to insufficient cleaning. The endoscope distal sheath, right/left, and up/down knobs, grip component, and forceps control lever were also dirty. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.

Manufacturer narrative:
During the device evaluation, the following additional issues were discovered: the k-wire was completely cut off; the connecting tube was wrinkled; the image guide protector was cut; due to wear on the angle wire, the bending angle in the up, down, left and right directions did not meet the standard value; due to wear on the angle wire, the play of the knob was out of the standard value; and scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.